Event description:
It was reported that during a revision procedure, the physician reported having damaged this right atrial (ra) lead during the extraction of the ventricular lead. The physician opted to remove the ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The ra lead was retained by the hospital.

Event description:
It was reported that during a revision procedure, the physician reported having damaged this right atrial (ra) lead during the extraction of the ventricular lead. The physician opted to remove the ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The ra lead was retained by the hospital.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed high impedance measurements, this lead may be damaged. Please refer to the description for more information regarding the specific circumstances of this event.